Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. After a pump reset, which was guided by technical support, the caller successfully initiated their sensor session, and the cgm error did not reoccur.